Event description:
The patient's mother reported her daughter is on her way to the emergency room in an ambulance at the time of the call. She is having a lot of communication error issues with the pdm and there are times where it doesn't even communicate during operation and forces her to activate a new pod. She checked for ketones and they were present. She did not provide any further information to the event. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.